Event description:
It was reported that the xenon light source exhibited a scope communication error (b30). The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Since the subject device was not returned to olympus. The reported event cannot be confirmed, neither the condition of the device. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be due to foreign object and smirch adhered. Olympus will continue to monitor field performance for this device.